Event description:
Device has been explanted.

Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side deflation. Healthcare professional confirmed right side deflation. Manufacturer of the device is unknown. Device remains implanted.